Manufacturer narrative:
The fractured proximal tibia was in-situ for over 11 years. There are no additional details available which definitively assign a root cause to the fracture, however implant fractures are well recognized, late post-operative occurrences often associated with excessive loads, impact or trauma in implanted patients. This complaint file was reviewed as part of siw complaint file remediation programme and it has been determined that an MDR should be filed. This complaint was received by siw in april, 2014. This complaint is being closed, and is being tracked and trended.

Event description:
It has been reported that the patient has broken the femoral component of his proximal tibia prosthesis. (B)(4).